Manufacturer narrative:
An additional lot number was reported (lot #: m020465). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and after delivering approximately 20 units, the insulin gauge updated to 95 units. The customer's blood glucose level was 130 mg/dl. Reportedly, when the amount of insulin inside the cartridge reached 95 units, the insulin gauge decreased as expected. The customer reported that the pump would continue to be used for insulin therapy.